Manufacturer narrative:
Lemaitre vascular is awaiting the return of the complaint device for evaluation. The surgeon stated that the tip detached as it was being removed from a vessel that contained a lot of plaque. As stated within the IFU, complications include tip separation. In this case, the tip most likely separated from the catheter because the large quantities of plaque in the vessel exerted a large force on the catheter. A follow-up report will be sent with any further information found during evaluation of the complaint device.

Event description:
A lemaitre embolectomy catheter was used to remove plaque from a woman. When the catheter was removed from the patient, the tip of the catheter broke off. It was reported that the vessel had a lot of plaque that may have attributed to the tip detaching.